Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 200 mg/dl. Tandem technical support attempted to follow up with customer to complete trouble shooting, but customer did not respond.